Manufacturer narrative:
Product not returned to MFR, product complaint type will be monitored.

Event description:
The facility reported that a pt had symptoms under the gel pad that started off looking like a skin tear, turned red and inflamed and oozing. The facility reported that a new catheter was placed and pneumothorax happened, the pt coded. The facility reported that the catheter was removed and the pt healed.